Manufacturer narrative:
Product ID: 3877-45, lot# 0203417697, implanted: (B)(6) 2010, explanted: (B)(6) 2014. Product type: lead. Product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension. Product ID: 3877-45, lot# 0203417697, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant products: product ID 3550-39, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type accessory. Analysis: analysis of the lead found ¿the #3 conductor was broken 2.5 cm from the proximal end.¿ analysis of the extension found no anomaly. Analysis of the anchor found it was ¿separated.¿

Event description:
It was reported that the patient experienced "awkward stimulation" and had the extension and lead explanted on (B)(6) 2014. It was noted that a another lead was used instead. It was noted that there were high impedances on the lead, however the specific values were unknown. It was noted later that "all impedances were fine" on the lead, however it was still replaced during the revision. It was noted that the patient experienced a "pulsatory" stimulation effect. It was noted that reprogramming had been performed without success. Intraoperatively, the electrode was reportedly detached from the extension and tested with the multi-lead trialing cable. It was noted that the pulsatory stimulation was still there despite the good impedances, noted to be around 1200 ohms. It was reported that the product issue was not resolved, and the cause was undetermined. It was further noted that the extension had "one bad impedance" as well which was noted as being high. It was further described that the patient had fallen during the last summer and had been hospitalized "a few times." It was noted that after those events, the stimulation changed from a nice paresthesia to a pulsatory, displeasant paresthesia. It was noted that with the new lead, the "pleasant, nice paresthesia" was back. Additional information received nine days later further clarified that there was one bad impedance (>10000 ohms) that was measured before the surgical revision. During the surgery, the same electrode was measured again with an external device and all impedances were "fine." It was noted that the unpleasant pulsatory stimulation was still there despite the good impedances. It was noted that the patient was receiving effective therapy with a "nice stimulation" and that the pulsation was gone. It was noted that the lead was sent back to the manufacturer for analysis. If further additional information is received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.